Event description:
The charge nurse reported that the cns application on the central nurse's station (cns) crashed and went to the desktop screen, then the cns application came back up. The cns was working normally after it came back to the software application. She wanted this documented. No patient harm was reported.

Manufacturer narrative:
The charge nurse reported that the cns application on the central nurse's station (cns) crashed and went to the desktop screen, then the cns application came back up. The cns was working normally after it came back to the software application. She wanted this documented. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/27/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 11/05/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 11/12/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received.